Event description:
It was reported that during an attempted implant, the implantable pacing lead impedance was high. The lead was tested with another analyzer and another measurement cable, but the impedances remained high. A lead fracture was suspected. The lead was never implanted and another lead was used in its place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The full lead was returned and analyzed. There were no anomalies found. Analysis noted that the distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).